Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three photos were provided for evaluation. One photo shows the packaging blister top web. Another photo shows the bottom top web where the lot# is and the third photo shows a syringe in its packaging blister. The syringe tip has discoloration. It looks like burnt plastic from molding. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 2nd complaint for lot # 9086987 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Root cause description: a potential root-cause for the embedded foreign matter can be attributed to the syringe molding process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that the tip of the syringe 60ml catheter tip brazil was dirty before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "product 60ml syringe (catheter tip) with quality deviation. The syringe tip is dirty."